Event description:
The reporter at the user facility reported to ethicon (the distributor) that the patient's skin beneath the peripherally inserted central catheter (PICC) insertion site biopatch dressing, had a "pale green fungus looking area" that was the exact size of the biopatch dressing. The area was hard and raised. The area was cleaned with betadine and dressed with gauze. At subsequent dressing changes it was described as "very white and fungus looking". When the doctor tried to swab the area for a wound culture, the area sloughed off. The following day at the dressing change, the site was observed to have a green "fungus like" mucus around the area where the biopatch had been placed. The peripherally inserted central catheter was removed. Additional information has been requested from the healthcare provider.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.